Event description:
It was reported that a patient enrolled in a clinical study underwent a left total knee arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2011 due to unknown reasons and secondary to arthrofibrosis. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation.